Event description:
Account alleged that when the CPR is pulled, the head section will not go completely down.

Manufacturer narrative:
Account replaced the CPR switch tube to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.